Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 70 mg/dl, 75 mg/dl, and 170 mg/dl. It was also reported the patient received another set of results on an unknown date within 15 minutes: 80 mg/dl, 85 mg/dl, and 172 mg/dl.